Event description:
It was reported that while the surgeon was impacting the cage, the cage broke.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.